Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation, no problems were noted on the assembly product. No problem found. Upon functional testing it was noted that when 3 to 4 cm of the long tail are passed through the suture threader the device works as intended. Most likely cause of this is misuse, due to the tail being pulled too far through the suture threader.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture could not be pulled through the capturer. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.